Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined. As such, it could not be determined if the damaged cannula is conclusively linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod on the abdomen for between 1 and 4 hours. A new pod was applied for treatment.